Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received an occlusion alarm during basal delivery. The contact did not know if the customer's blood glucose was impacted. The customer had reverted to using insulin injections to manage the bg level. As the contact was not with the customer at the time tandem technical support was telephoned, troubleshooting to determine a possible cause of the occlusion could not be determined.